Manufacturer narrative:
Concomitant medical products: 1000ml b.braun bag ndc: 0265-7800-09, lot number: j8a779, exp: 07/2020, 0.9% sodium chloride; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the tubing spike broke off into the normal saline IV bag and the bag fell onto the floor while the patient was in the bathroom. There was no report of patient harm.

Event description:
The customer reported that the tubing spike broke off into the normal saline IV bag and the bag fell onto the floor while the patient was in the bathroom. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a broken spike was confirmed. Visual inspection showed that nearly the entire drip chamber spike was broken off and remained stuck inside one of the IV bag spike ports. The root cause could not be determined.